Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 61 years old patient with a valve model 3300tfx27mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and ten (10) months due to structural valve deterioration leading to regurgitation. On echo a broken cuspid was observed. As reported, 1 (one) year and five (5) months after initial intervention the valve resulted damaged due to an endocarditis caused by streptococcus gallolyticus treated and resolved with antibiotics. The patient presented with heart failure before the valve-in-valve procedure. A 29mm edwards transcatheter valve was successfully implanted within the existing edwards surgical valve using the transfemoral approach. The condition of the patient was good and was discharged home.

Event description:
Edwards received notification that a 61 years old patient with a valve model 3300tfx27mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and ten (10) months due to structural valve deterioration leading to regurgitation and a broken cusp seen on echocardiography. The patient presented with heart failure. A 29mm edwards transcatheter valve was successfully implanted within the existing edwards surgical valve using the transfemoral approach. The condition of the patient was good and was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to d4, h4 and updated b5, b7 and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Echo images were submitted for review. As per the echo report, the submitted images are remarkable for 1) an aortic valve bioprosthesis with exaggerated, bulky, mixedechodensity thickening of the bioprosthesis leaflet in the usual location of the noncoronary leaflet; 2) possible diastolic closure of the belly of the leaflet in a posterior location (presumably the leaflet in the noncoronary location) on the left ventricular side of the plane of the aortic valve annulus, suggestive of leaflet prolapse; and 3) probably severe central ar. The images suggest degeneration of the aortic bioprosthesis with probably severe ar. The report of a flail bioprosthesis leaflet is not documented on the submitted images, although partial leaflet flail cannot be excluded in association with the apparently prolapsed leaflet. The finding of asymmetric degeneration of the aortic bioprosthesis (with exaggerated, bulky mixed echodensity thickening of one leaflet) is atypical for svd, and suggests the probability that prior infective endocarditis may have led to premature degeneration of the bioprosthesis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, since the echo review states that the finding of asymmetric degeneration of the aortic bioprosthesis (with exaggerated, bulky mixed-echodensity thickening of one leaflet) is atypical for svd, and suggests the probability that prior infective endocarditis may have led to premature degeneration of the bioprosthesis.